Manufacturer narrative:
The event of anxiety is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety.

Event description:
Patient representative reported ¿plaintiff was implanted with biocell textured breast implants and has suffered painful removal procedures, scarring, disfigurement, reconstruction, other treatment, therapy, recovery and expense associated with the removal of the biocell textured breast implants, along with increased risk of alcl, mental pain and suffering, and other physical and emotional manifestations that are severe and ongoing¿. This record is for left side. Device has been explanted.